Manufacturer narrative:
(B)(4) - sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). During initial assessment, this incident was determined to be caused by use/user error and resolved over the phone. There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation. Additional information: an engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice(hc) during day fill. The homepatient (hp) stated that they closed the clamp and disconnected. The baxter technical service representative (tsr) explained to the hp that the day fill was not done. The hp stated that they understood. The day fill was resumed. There was no patient injury or medical intervention indicated at the time of the initial report.